Manufacturer narrative:
B5; additional information received : it was clarified that there were no type ib endoleak in the iliacs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported approx. 5 years, 8 months post index procedure, a follow up CT scan revealed an endoleak. It was noted that the neck and both iliacs arteries dilated and were leaking / not properly opposed to the vessel wall. A type 1a endoleak was identified at the right renal artery. Additionally, the right iliac limb is no longer opposed to the vessel wall, and the left common iliac artery has become aneurysmal, including the hypogastric artery. Per the physician the cause of the type ia endoleak is anatomy related due to disease progression. No additional clinical sequelae were reported, and the patient will be monitored.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name endurant ii iliac stent graft; product ID etlw1628c124e (serial: (B)(6), product type: 0180-aortic stent graft; implant date (B)(6) 2018; brand name endurant ii iliac stent graft; product ID etlw1624c124e (serial: (B)(6), product type: 0180-aortic stent graft; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak and inadequate distal seal were confirmed on the CT's received. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Earlier post-implant films were not provided for comparison or for review of disease progression over time. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak cause, but these were not provided for review . It is likely that disease progression with aneurysm morphology changes over the 5 years of implantation , may have contributed to the type ia endoleak and inadequate distal seal , but this could not be fully confirmed. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.